Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.